Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Omsc checked the device history record of the device, there was no irregularity found. Based on the information provided by ocsm, omsc presume that the reported event occurred because the cable unit was damaged. However, since the subject device was not returned, it was not possible to identify the cause of the reported event and the damage to the cable unit. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to (B)(6) sales & marketing ((B)(6)) for evaluation. As a result of the evaluation, the following was confirmed. The camera cable was broken. The ccd unit was corroded with water invasion inside. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing of the subject device, it was found that the camera cable had been damaged. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. The subject device was used in combination with the video processor otv-s190. Olympus inspected the device at the service department of (B)(6) sales & marketing ((B)(6)) and found that the endoscopic image of the subject device was not displayed on the monitor. There was no report of patient injury associated with the event.